Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call customer experienced high blood glucose level. The blood glucose of the customer was 600 mg/dl. Customer also stated they received a change sensor alert and calibration not accepted alert. The customer declined for troubleshooting. The customer did not provide information about symptoms and treatment. The insulin pump will not be returned for analysis.